Event description:
Customer reported that an lma had been used 6 times and will not remain inflated. The physician, or crna, was using the lma in a pt when it was found not to remain inflated. It was reported that there was no pt injury or problem. After several attempts to obtain the device, the device has not been returned for investigation. If further info is obtained a f/u report will be filed.